Event description:
The customer reported obtaining discrepant troponin I (accutni) results for one patient, involving the access accutni assay utilized in conjunction with the access 2 immunoassay system. The initial result generated on the access 2 (serial number (B)(4)) was 0.66 ng/ml. The customer repeated the sample on an alternate access 2 instrument (serial number (B)(4)) and obtained a result of 0.02 ng/ml, which was within the normal reference range of the assay. The customer then repeated the sample on both access 2 instruments and obtained results of 0.02 and 0.01 ng/ml. There was no report of patient injury or change in patient treatment associated with this event. The customer declined service and elected to use their onsite biomed service.

Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. Quality control (qc) data was within range. System checks and calibrations passed. Per the onsite biomed advice, the customer performed a passing system check and a 10 repetition precision run using wash buffer. All values obtained from the precision run were zero. The customer reported not generating any other erroneous results and the instrument was performing within specifications. A definitive cause of the event is unknown.